Event description:
It was reported that the patient¿s blood glucose level rose to 396 mg/dl (22 mmol/l) between 5 and 24 hours of wearing the pod. The pod was removed from their abdomen and there was no damage noted with the pod and cannula. The device evaluation found the cannula to have a tear.

Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear which caused leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damage or defects were found with the device that would result in the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.